Manufacturer narrative:
Device evaluation: one smiths medical cadd extension set along with one smiths medical cadd medication cassette were returned for analysis in used condition. Visual inspection showed that the male luer of the extension set was cut and the tube was damaged. No discrepancies were found on the cadd medication cassette. Functional testing involved attaching a new luer to the extension set and performing a leak test. The sample was fully primed and connected without difficulty and no alarm or leaking was detected in either the cadd medication cassette or extension set during the investigation. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed. Updated: concomitant medical products, device evaluated by MFR, and adverse event problem.

Event description:
Information was received indicating that a smiths medical flex tubing when using a cadd legacy pump found that the tubing was wet. It was discovered that the tube was crooked and only held at the end of the connector. There was no reported adverse events due to this issue.